Event description:
Terumo received the following reported information: at the end of the case (prostatic artery embolization) via 6 french vascular sheath, the angio-seal was deployed; however, the device that was supposed to implant was broken. The whole device was pulled out when removed, nothing was implanted. Therefore, hemostasis was achieved with manual compression and a sterile dressing applied. The patient left the procedure suite in stable condition. Limited angiogram/ultrasound of the left common femoral artery (cfa) demonstrated appropriate access site for the use of a closure device. Ultrasound evaluation of the left groin was performed which did not demonstrate a pseudoaneurysm or appreciable hematoma. Cta pelvis pta. There were no difficulties noted in post-op notes, and the patient was discharged in stable condition and oding well per post-op call. Blood loss was less than 250cc. No concomitant products were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products: zolpidem 12.5 mg oral - tablet, extended release multiphase. E3: occupation: ir nurse manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.